Event description:
Catheter venous connector broke when the nurse was connecting a syringe; subsequently, the arterial connector cracked vertically. The catheter was surgically replaced, no add'l complications to the pt.